Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. Discussed with in-house biomed staff the need to repair the lower limit microswitch (switch was stuck). In-house biomed staff repaired microswitch and tested system. Table was working as expected. No site visit was required.

Event description:
It was reported that the 2600 table would not lower. There was no report of patient injury.